Event description:
Complainant claims hip revision could not be completed due to mis-info given to the sales rep by the hospital staff. The pt had to be closed on 1/21/97 & re-opened on 1/22/97 to complete the revision with the proper acetabular polyethylene liner. There is not info available to co that indicates the pt was being revised due to a co hip implant failure.